Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. File linked to submission name: 3011649314-2025-01068. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that two inclusive mini implant o-ball implants failed. The patient's bone quality is type iii and the oral hygiene is fair. The patient presented on (B)(6) 2025 for a primary procedure on teeth #6 and #9. On (B)(6) 2025, during the healing phase the patient presented with pain, inflammation, and infection. The provider determined that the implants had a loss of osseointegration and removed the implants. The symptoms resolved after removal. No permanent injury was reported.